Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the alert was toning. The patient then presented to the emergency room, and it was determined that the lead integrity alert (lia) had triggered due to increased sensing integrity counter (sic) and high rate non-sustained episodes on the right ventricular (rv) lead. High/undefined impedances and noise were also observed, and a lead fracture was suspected. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.